Event description:
The report stated during the prep for a radio frequency ablation procedure, the generator would not activate. The procedure had to be cancelled.

Manufacturer narrative:
Date of initial report: 09/05/2007.